Manufacturer narrative:
(B)(4).

Event description:
The PICC was placed (B)(6) 2021 in the right basilic vein without difficulty. The dressing was changed on (B)(6) 2021 and (B)(6) 2021 for bleeding at the insertion site. On (B)(6) 2021 the patient went to CT and complained of severe pain at site with a hand push of contrast. When the PICC team flushed the catheter, just above the insertion site infiltrated and the patient complained of pain. The catheter was pulled back and flushed and there was a jagged opening at the 2cm mark. The line was removed. No patient injury was reported. The patient's condition is reported as fine. The customer reported the line was 40cm and never cut. There was an original external length of 2cm. When the dressing was assessed on (B)(6) 2021 there was no external length.

Manufacturer narrative:
Qn #(B)(4). The customer returned one 2-lumen PICC for evaluation. Visual examination revealed the catheter body was ruptured near the juncture hub. The walls of the ruptured material appeared thinned and the area around the rupture was ballooned, which is damage consistent with over-pressurization causing a rupture. The catheter body was ruptured 25 mm from the juncture hub. The total length of the catheter body measured to be 16" which is within specifications of 15.625-16.125" per product drawing. The outer diameter of the catheter body in an undamaged location measured to be 0.0706" which is within specifications of 0.069-0.074" per product drawing. Functional inspection was performed to recreate the product's intended use. The IFU provided with this kit states the following: "flush catheter using a 10 ml syringe, or larger, filled with sterile normal saline." Both lumens were initially flushed to ensure no blockages were present. When the distal lumen was flushed, water exited the ruptured portion of the catheter. The proximal lumen functioned as expected. A device history record review was performed with no relevant findings. The (IFU) provided with this kit cautions the user, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi), to reduce the risk of intraluminal leakage or catheter rupture. Do not exceed ten (10) injections or the catheter's maximum recommended flow rate located on product labeling to reduce the risk of catheter failure and/or tip displacement." The customer report of a catheter rupture was confirmed by complaint investigation of the returned sample. The catheter body was ruptured adjacent to the juncture hub. A device history record review was performed with no relevant findings. Based on the condition of the sample received and the information available, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: the PICC was placed (B)(6) 2021 in the right basilic vein without difficulty. The dressing was changed on (B)(6) 2021 and (B)(6) 2021 for bleeding at the insertion site. On (B)(6) 2021 the patient went to CT and complained of severe pain at site with a hand push of contrast. When the PICC team flushed the catheter, just above the insertion site infiltrated and the patient complained of pain. The catheter was pulled back and flushed and there was a jagged opening at the 2cm mark. The line was removed. No patient injury was reported. The patient's condition is reported as fine. The customer reported the line was 40cm and never cut. There was an original external length of 2cm. When the dressing was assessed on (B)(6) 2021 there was no external length.